Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 77 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electromagnetic interference with pacemakers caused by portable media players. Heart rhythm 2008;5:538 ¿544. Doi:10.1016/j.hrthm.2008.01.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding electromagnetic interference (emi) with implantable pulse generators (ipgs). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The purpose of the study was to determine if portable media players placed within 2 inches of implanted ipgs could cause interference with pacemaker function. The article reports patients experienced interference including spurious atrial and ventricular sensing. Additionally, it was reported that emi was observed on the programmer marker channels. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.